Event description:
Customer states that the tracheostomy tube was used to replace another 8dct tube that had failed. This was during a cardiac arrest and resusitation effort. They attempted to inflate the cuff, it failed. The tube was removed and the pt was orally intubated, but not successful. (B) (6) states that the tube was thrown away and is not available for eval.